Event description:
No implant and explant information is available for this device. A call was placed to technical services on 05/09/2014 due to impedance. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).